Event description:
Ous MDR - patient passed away under irregular circumstances and an autopsy was performed. Cause of death is under investigation. We do not have any further information regarding the circumstances of patient death and as of today, this device has not been returned. The clinic interrogated the pacemaker after patient death and the device seemed to be functioning properly, but the physician who performed the autopsy is asking for further analysis. It was fully functional at the previous check on the day before the patient death.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. The pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no anomalies. The battery status was found to be "ok".the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, the device is fully functional. There are no deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.